Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was also reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was "high" although specific value not provided. Customer addressed bg level via manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.